Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of the left disc of the device deploying "bulky" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of the left disc of the device deploying "bulky" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 25mm amplatzer pfo occluder was selected for implant. During implant, the left disc of the device remained bulky in appearance despite waiting for it to conform/reform. The device was removed and re-prepped, but it still didn't sit flat. The device was again removed and exchanged for a second 25mm amplatzer pfo occluder (lot number: unknown). No patient consequences were reported.